Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and advanced under the valve. However, difficulties visualizing the clip occurred, and the clip was caught on the anterior mitral leaflet (aml). It was noted that the aml was attached between the gripper and the clip delivery system (cds) shaft. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck on both leaflets, reducing mr to a grade of 2. The clip was noted to be stable on the leaflets. No additional clips were implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported clip caught in anatomy and difficult imaging were due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.